Manufacturer narrative:
Follow-up #1: date of submission 22-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: during investigation, the battery compartment was found to be cracked. The pump powered up with auditory and vibration to a blank screen. The reported blank screen was duplicated. The pump's cover was removed and there was moisture observed on the printed circuit board and other internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of released.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.